Event description:
A high reading issue was reported with the adc device. The customer reported a sensor reading of "above 400 [mg/dl]". The customer self-treated with insulin (dose/type unknown) based on the sensor reading but subsequently experienced a loss of consciousness. Ambulance was called and a healthcare meter result of 25 mg/dl was obtained against a sensor reading of 'hi' (> 400 mg/dl), and the customer was brought to the hospital. The results when plotted on a parkes error grid fall into the "e" zone, showing the difference in values to be clinically significant. A healthcare professional administered glucose to the customer for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical and stability were reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformities that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.